Manufacturer narrative:
H3: analysis of the logs was completed and the event was determined to not be related to the system software. Log analysis found there were instances of the m2d button pressed, but not keyboard press for m2d button, so a workflow technique issue was suspected or something was placed on top of the system near the m2d button. The software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000529, s/n (B)(4). A medtronic representative went to the site to test the equipment. It was noted that the ias inadvertently went into m2d mode with a pendant button press. This could not be replicated during the system checkout. The logs showed numerous m2d button presses during the event, but the user denied pressing m2d. The pendant was replaced and firmware was loaded. The system then performed as intended and passed a system checkout. The pendant was returned to medtronic for analysis. The issue was unable to be confirmed. No failures were found when installed in a test system. Fdm 10, fdr 114, fdc 4307 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant would go into "m2d" mode whenever any pendant button was pressed. There was no reported patient involvement/impact.